Manufacturer narrative:
Approximate age of device: 16 days. The patient remains ongoing and the pump is still in use supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The system controller was not returned to the manufacturer for evaluation, as it remains in use. The submitted log file of the system controller was reviewed, and a driveline disconnect event was recorded. During this event, the pump stopped and low speed and low flow hazard alarms were active. No other adverse events or alarms were captured in the log file. Although a specific cause for the event could not be determined, it was confirmed with the hospital staff that it was a known driveline disconnect that was recorded, and the patient was asymptomatic. The instructions for use warns that if the driveline is disconnected from the system controller, the pump stops. It also provides instructions for properly connecting the driveline to the system controller. The patient remains ongoing on vad support and no further events have been reported. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a ¿driveline disconnect¿ alarm received on (B)(6) 2015 was discovered during a routine review of the patient¿s log file. The account reported that they suspected that the driveline was disconnected by someone other than the hospital staff. There was no reported adverse patient impact. The manufacturer¿s technical services representative reviewed the provided log file and confirmed that there was a pump stoppage.